Manufacturer narrative:
The insulin pump was received with a frozen display followed by an unexpected constant audio tone due to moisture damage at the electronic assembly. The pump was also received with moisture damage on the motor and vibrator assembly. They were unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test due the frozen display. The pump was received with a minor scratched lcd window, a missing end cap sticker, a loose drive support disk, a cracked case at the display window corners, a cracked case at the reservoir tube window corners, a cracked reservoir tube window, a cracked belt clip slot, cracked battery tube threads, a missing end cap sticker, and a broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was exposed to water and it started giving a constant tone. Customer was on vacation and put the pump in rice to try to dry it out. Customer tried to rewind the pump but instead of rewinding, she pushed it forward. Customer stated that the pump alarmed compromised force sensor and insulin came squirting out. Customer stated that she forgot she was wearing the pump and was in the water for 2 minutes. Customer stated that the drive support cap was sticking out. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.